Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia had resolved. The reporter considered menorrhagia to be related to essure. The reporter commented: she had received treatment for event "menorrhagia (heavy menstrual bleeding)". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 5-sep-2019: plaintiff fact sheet received: previously reported event ¿injury nos¿ is updated to more specified events¿ menorrhagia (heavy menstrual bleeding) was added. Reporter, demographics; lab data, essure indication (amended), essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia) / extremely heavy period') in an adult female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amlodipine (B)(6) 2015 to may(B)(6) 2019, ferrous sulfate (B)(6) 2015 to (B)(6) 2017, hydrochlorothiazide (B)(6) -2015 to (B)(6) 2019, levonorgestrel (mirena), losartan (B)(6) 2015 to (B)(6) 2019, medroxyprogesterone acetate (depo-provera), omeprazole since (B)(6) 2018 and sertraline since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine enlargement ("enlarged uterus"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage and uterine enlargement had resolved. The reporter considered menorrhagia, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for event "menorrhagia (heavy menstrual bleeding)". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia) / extremely heavy period') in an adult female patient who had essure (batch no. 626205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amlodipine (B)(6) 2015 to (B)(6) 2019, ferrous sulfate (B)(6) 2015 to (B)(6) 2017, hydrochlorothiazide (B)(6) 2015 to (B)(6) 2019, levonorgestrel (mirena), losartan (B)(6) 2015 to (B)(6) 2019, medroxyprogesterone acetate (depo-provera), sertraline since (B)(6) 2018 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine enlargement ("enlarged uterus"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage and uterine enlargement had resolved. The reporter considered menorrhagia, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for event "menorrhagia (heavy menstrual bleeding)". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), enlarged uterus. Concomitant drug, reporter information, lab data, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.